Event description:
Consumer experienced used for 2.5 days/redness and blisters were used/next day welts all over/throat tight/saw md/tx oral steroids/sx recurred when meds finished/went to ER/tx steroids/sx recurring 9/2004 10:49:42 am. Med services called cons at work/reports using the product abount one month ago to cover scrapes on knee and thigh/used product on each site for 2.5 days/when removed the previous day had redness and blistering beneath product, next day developed welts from head to toe, felt "throat closing up"/saw md, tx oral prednisone tabs/when finished after 4the day sx recurred, their dr was not available so consumer went to ER aug 13th and was tx steroid injection/ as prednisone.